Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/24/2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing raynaud's phenomenon. Side unspecified; this record is for the right side. Patient additionally reported having "neurological symptoms," specified as "seizure disorder." No treatment or surgical reoperation has occurred. Device remains implanted.